Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm and replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer stated that, she received a low battery alarm last night but did not change the battery because she thought it would be okay throughout the night however, when she woke up this morning her pump had lost power so she tried replacing the battery. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to monitor the pump and to revert to back up plan. The device will not be returned for analysis.